Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts additional information was not provided. The device was not returned for evaluation. During troubleshooting with olympus technical assistance center (tac), the customer also reported that they tried replacing the detergent bottle and running several cycles, the "det" light would not go out. The customer also reported that the necessary treatment was not performed before endoscope reprocessor was stored for a long period of time (before endoscope reprocessor was in a state of not being used for a long period of time). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) years since the subject device was manufactured. Based on the results of the investigation, the issue with the detergent replacement was resolved by priming, which suggests the event likely occurred due to clogging and incomplete reprocessing, causing the indicator not to go off. The issue with the device storage was likely due to the user not following the instructions for use for treatment prior to storage for long periods of time. However, as the device was not returned for evaluation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: chapter 3.inspection before use 3.5 inspecting and replacing the detergent tank note if reprocessing is initiated without detergent, the error code [e95] is displayed and the reprocessing is stopped. The detergent replacement indicator on the main panel blinks. Chapter 4 reprocessing operations when the error code [e95] is displayed during the reprocessing process if detergent has run out and the error code [e95] is displayed, the equipment will stops the process. In this case, you need to start the reprocessing process from the beginning after replenishing the detergent. Note detergent replacement indicator is turned off when running a reprocessing program after performing 1 to 6 below to fill detergent in the detergent supply piping. 7.3 disinfecting the water supply piping disinfection of water supply piping is required in the following cases. ¿ before using this equipment for the first time (after installation of the water filter). ¿ immediately after replacement of the water filter. ¿ whenever bacteria in the water supply piping is identified. ¿ before using the device when it has not been used for more than 14 days. 7.18 care and maintenance after long-term storage when using the equipment after it has been stored for more than 14 days without being used, setting up the equipment, performing the reprocessing program and performing the water supply piping disinfection are required. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the reprocessor indicator light is flashing after the unit sat for over 2 weeks and was never prepared for long-term storage. The issue was found during reprocessing. There was no patient involvement.